Event description:
The device was removed due to an "infection." As reported to co, only the right cylinder was removed, leaving the rest of the device intact. 10/26/96 - upon receipt of the physician/surgeon's operative report, he stated... "The penile prosthesis was removed on the right side. The tubing was clamped with rubber shod clamps. The tubing was cross clamped with rubber shod clamps. The tubing was curved back upon itself and secured with 2-0 and 3-0 polypropylene sutures."